Event description:
It was reported that the left ventricular lead exhibited capture anomaly. The lead was capped and replaced on (B)(6) 2017. No patient symptoms or additional information was reported.